Manufacturer narrative:
The recipient is reportedly presenting with redness which is likely due to the use of high magnet strength.

Event description:
The recipient reportedly is experiencing pain at the implant site with and without device use.

Event description:
The recipient reportedly is experiencing pain at the implant site with device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly only experiencing pain when the head piece is in place. However, the recipient is currently using the device with one magnet inside the head piece. This is the final report.